Event description:
On (B)(6) 2013, it was reported that the patient was seen in clinic that day and high impedance was observed. The vns device was disabled and the physician ordered x-rays, but x-rays will not likely be sent to the manufacturer for review. There has been no reported trauma or manipulation; however, the patient came into the clinic complaining of a general feeling of not feeling well, throat pain in a way that occurs with a cold, and stated that his stomach ¿felt funny¿, though this sensation is experienced before his seizures. The physicians were unsure if these symptoms were related to vns or not. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.